Event description:
It was reported by service report that the fowler could not be raised. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Fowler, cylinder screw.